Manufacturer narrative:
Additional narrative: event occurred on an unknown date in 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2020 during an unknown procedure, the sagittal benders broke on the tip. The x25 inserters were also rounded and caused stripping of the set screws. There was no surgical delay. There was no patient consequence. The procedure outcome was not reported. This report is for one (1) sagittal in-situ bender, left. This is report 1 of 4 for (B)(4).